Event description:
It was reported that in 2006, a pt who had previously undergone a 2 level acdf was seen in the dr's office and a post operative x-ray showed that the caudal screws are backing out. There is no reported pain or difficulty swallowing. The surgeon has not scheduled revision surgery and there is no intention to proceed with revision surgery at this time. The pt will continue to be monitored as per surgeon. During the investigation of the event, it could not be confirmed that the product, that the pt was implanted with abbott spine product. Further into is pending.